Event description:
Caller alleged discrepant results compared with the lab. Pt skipped her coumadin dose after receiving inr result of 5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 3.4, reference: 2.4, mean: 2.90, confidence limits: 1.8-4.2. The 5.0 and 1.8 inr results were excluded from comparison test since time between tests exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of the customer's data revealed that inratio and reference test results comparison meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As of 09/10/2010, fourteen discrepant result complaints were reported for lot #225938 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds mentioned by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determined if further action is warranted. No corrective action required at this time as no product deficiency was established.